Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (germany) suffered a fall and afterwards began to experience ineffective stimulation. X-rays were taken and showed a kink. Surgery was undertaken and the lead was explanted and replaced. Postoperatively, the patient is reportedly receiving effective therapy.